Manufacturer narrative:
Other relevant device(s) are: brand name :micra, model #:mc1avr1-delsys / expiration date: 14-august-2022 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 15-march-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of an leadless implantable pulse generator (ipg) the patient died. During the implant the patient's right ventricle was perforated. The implant of the leadless ipg was attempted but the leadless ipg tines did not fixate and the leadless ipg was recaptured. The patient's pressure fell, they became unresponsive and attempts to rescue the patient failed.